Manufacturer narrative:
(B)(4). Concomitant medical products: 115330, comp rvrs shdr glen bsplt +ha, 283220; 180501, comp locking screw 4.75x20mm, 048230; 113654, comp primary stem 14mm std, 953080; 115380, comp rvs cntrl scr 6.5x20mm, st 042060; 115310, comp rvrs shldr glnsp std 36mm, 355680; 180502, comp locking screw 4.75x25mm, 552500; 118001, versa-dial/comp ti std taper, 222080; 115345, comp rvs hmrl ti tray+5mm, 44mm 068890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -04675.

Event description:
It was reported that the patient underwent a revision due to instability approximately one year, six months post revision surgery. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.